Manufacturer narrative:
Continuation of d10: product ID 306006 lot# unknown serial# implanted: explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306006, serial/lot #: unknown, ubd: unknown, UDI#: unknown g2: country united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was implanted with an external neurostimulator (ens) for unknown indications for use. It was reported that on removal of basic evaluation lead following a trial period of 2 weeks, the healthcare professional (hcp) removed the lead as normal and witnessed that the lead seem to have frayed at the distal end of the be lead. Unclear whether the lead and electrode are fragmented. The patient was sent for further examination in xray however no fragments were seen on the xray. Unaware of any further factors that may have contributed to the frayed lead.